Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is currently unavailable and no additional service information was provided.